Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with diabetic acidosis due to high blood glucose on (B)(6) 2018 with blood glucose of 460 and more than 400 mg/dl. Patient's other blood glucose value: unknown. The customer experienced symptoms such as dry mouth and thirst. The customer was treated with pump and manual injections. Failed battery and blank display were also reported. The customer was wearing the insulin pump during the hospitalization. The device is not expected to be returned for analysis.